Event description:
In 2007, I had surgery for a prolapsed uterus. The product used was bard avaulta, a permanent surgical mesh implant. I have had five additional surgeries since to try and correct the issues the mesh caused. I have constant pain and have been told it is due to the mesh inside of me, that it must come out. Im now going to need to go through a seventh surgery and possibly more. This product needs to be recalled and off the market. No woman should have to suffer like this. I urge you to please recall this mesh before more people have issues like mine. Thank you, dates of use: 2007- 2009, diagnosis or reason for use: prolaps uterus.